Event description:
Family member checked pt's blood glucose at 7pm and received a result of 151mg/dl. The customer was hot and sweaty and family member called the heart hosp and was advised to monitor pt. At 12:30am the customer went to bathroom and when they came back to bed they said their legs hurt and they were unable to move their legs and arms. At 1am a test was done on the customer and a result of 127mg/dl was received. 911 was called and lifeline arrived and gave the customer sugar glucose, and the customer started vomiting and sucked it into their lungs. At 1:45am the helicopter received a blood glucose result of 47mg/dl and the helicopter received a blood glucose result of 47mg/dl and the customer was taken to the hosp and admitted. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.